Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the tension screw was loose and could not secure cutter/blade. It was determined that this was due to loctite degradation from repeated sterilization and normal wear from use over time. It was noted that the components were inspected, loctite was reapplied, and the device was evaluated and passed all operational specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device was heating up. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, of if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.